Manufacturer narrative:
The post market quality assurance laboratory will analyze the device when it is returned.

Event description:
Boston scientific received information that this programmer reportedly had a burnt out power supply. The programmer remains in service, but is anticipated to be returned. No patient involvement was reported.